Event description:
Rep reported that the stator detached from the base plate. Patient is reported to be in good condition after the revision.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product code of the device returned was (B)(4) and not that of (B)(4) previously reported by the customer. The stator was dislodged therefore the cam position/pressure could not be determined. During the investigation it was also noted that there was no visual damage to the valve casing or the stepping motor. The root cause of the problem reported by the customer could not be determined. This valve however was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that was designed to minimize this type of dislodgement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.